Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a revision procedure approximately 14 months post-implantation due to a nickel allergy. During the procedure, the head and poly liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2016-01669 / 01671 / 01672 / 01673 / 01674). Remains implanted.

Event description:
It was reported that a future revision procedure has been indicated approximately six (6) months post-implantation due to a nickel allergy; however, no revision procedure has been reported at this time.